Event description:
The trocar cannula became separated from the hub. The facility and surgeon declined to provide further information or sample for evaluation. There was no patient injury.

Manufacturer narrative:
No samples were returned for evaluation. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. The root cause of the event cannot be determined in this investigation. This report was mailed to FDA on: 10/03/2008.